Event description:
Additional information received confirmed the system was being used to deliver baclofen.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter (B)(6).

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type; catheter product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information received reported there was a pump infection, no meningitis, at the abdominal site on the right side in (B)(6) 2014. Perioperative antibiotics were administered. The onset/diagnosis of the infection was (B)(6) 2014. It was noted then; however, patient did have meningitis. The date of the last refill had been unknown. Signs and symptoms of the infection included redness, swelling, drainage and pain. The primary locations of the infection included the device pocket and catheter track. A culture was obtained of the device pocket. The type of organism cultured was pseudomonas. It was noted the patient experienced drug withdrawal symptoms that were minor. The patient was given oral baclofen while the pump was removed. In terms of risk factors that applied to the status of the patient prior to implant, morbid obesity was listed with a bmi of (B)(6). Treatment consisted of intravenous antibiotics. In terms of patient outcome, the infection had resolved.

Event description:
It was reported there was an infection. There was a device revision. The therapy was intrathecal baclofen. Additional information has been requested but was not available as of the date of this report.